Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) lbs) with a history of atrial fibrillation (afib) underwent a afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The pericardial effusion was discovered and confirmed via intracardiac echo. The medical intervention provided to the patient was a pericardiocentesis, and about 750cc of fluid was removed. The caller reported that the patient was stable condition. Additional information received indicated the physician is still unsure what happened to cause this adverse event and the event occurred during the ablation phase of the procedure. The patient outcome from the adverse event was reported as fully recovery. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed with an abbott brk1 transseptal needle. Prior to noticing the pericardial effusion, ablation had already been performed. There was no evidence of steam pop. An irrigated catheter was used in the event with the flow setting at 45w. Correct catheter settings were selected on the smartablate generator. The smartablate pump worked appropriately. No errors messages were noticed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were range: 3mm for time: 3sec. Force over time of 25% for 3g and tag size of 3mm. No additional filter was used with the visitag. Color options used were surpoint tags.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Although lot # 3064028l was provided by the customer, a manufacturing record evaluation (mre) cannot be conducted because the lot number was not recognized as a valid lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) lbs) with a history of atrial fibrillation (afib) underwent a afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The pericardial effusion was discovered and confirmed via intracardiac echo. The medical intervention provided to the patient was a pericardiocentesis, and about 750cc of fluid was removed. The caller reported that the patient was stable condition. Additional information received indicated the physician is still unsure what happened to cause this adverse event and the event occurred during the ablation phase of the procedure. The patient outcome from the adverse event was reported as fully recovery. The patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed with an abbott brk1 transseptal needle. Prior to noticing the pericardial effusion, ablation had already been performed. There was no evidence of steam pop. An irrigated catheter was used in the event with the flow setting at 45w. Correct catheter settings were selected on the smartablate generator. The smartablate pump worked appropriately. No errors messages were noticed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were range: 3mm for time: 3sec. Force over time of 25% for 3g and tag size of 3mm. No additional filter was used with the visitag. Color options used were surpoint tags.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Although lot # 3064028l was provided by the customer, a manufacturing record evaluation (mre) cannot be conducted because the lot number was not recognized as a valid lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).